Manufacturer narrative:
Concomitant medical products: 694965, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. A procedure to explant the patient¿s implantable cardioverter defibrillator (ICD) system was attempted due to pocket erosion that had exposed the ICD. The physician determined there was also a potential infection. During the attempted explant of the right ventricular (rv) lead, the physician experienced difficulty in advancing the laser sheath and was unable to explant the lead. The patient experienced a perforation and decompensated with a drop in blood pressure as the bleeding could not be controlled.